Event description:
It was reported that the needle pulled-off during dispensing. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Results: 29 representative and 3 opened suture packets were tested visually. They show strong marks at the sealing (incorrect secondary sealing of the foils). For 18 representative packets, a vacuumtest was performed. This partly failed the requirement. During dispensing of two representative samples, the needle and thread separated. Furthermore, the thread broke during setting a knot. Two opened packets show a complete needle thread combination. The three opened packets show the needle and suture separated. Furthermore, the suture shows strong signs of degradation. Conclusion: the devices were received in a condition which does not meet specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.